Event description:
It was reported to philips healthcare that the display of the heartstart xl was not working. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.